Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the name of the procedure? Unk. What tissue was the vicryl plus suture used on? Unk. What was the condition of the tissue (healthy, diseased, weak)? Unk. What date did the patient present with poor wound healing and symptoms? November 2nd. Were any cultures taken of the wound? What were the results? No. Can you explain ¿wound healing was poor¿? Local exudation, non-purulent, considering it's knot reaction. What medical intervention was performed for the ¿poor wound healing¿? Cut knot and change wound dressing. Was the suture knot cut during routine post op visit? Unk. What is the surgeon opinion as to the relationship of the vicryl plus suture and the delayed healing? Knot reaction. Do you have the status of suture for evaluation? No. What is the current condition of the patient? Stable.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What tissue was the vicryl plus suture used on? What was the condition of the tissue (healthy, diseased, weak)? What date did the patient present with poor wound healing and symptoms? Were any cultures taken of the wound? What were the results? Can you explain ¿wound healing was poor¿? What medical intervention was performed for the ¿poor wound healing¿? Was the suture knot cut during routine post op visit? What is the surgeon opinion as to the relationship of the vicryl plus suture and the delayed healing? Do you have the status of suture for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. Following the procedure, it was reported that the patient experienced a post-op reaction. It was found that the wound healing was poor, local exudation, and non-purulent. Considering a knot reaction, the hospital cut the knot and changed the wound dressing. After that, the healing was good. Additional information was requested.